Event description:
It was reported that during the implant procedure the lead was positioned in the target vein but could not pass through the introducer. The lead was removed and the introducer was attempted outside the patient. Again, the lead was obstructed. The introducer was replaced and the lead was implanted in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.